Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements and precautions regarding device handling. Clinical evaluation was completed and concluded that based on the information provided, all of the broken fragments were successfully removed using tweezers. Per report, the procedure was successfully completed without significant delay using a back-up device. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the firstpass passer broke during the intervention, the small metal hook fell off, forcing the surgeon to go looking for it. It is unknown if a backup device was available and if a delay happened in the procedure. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure. Do not use this device as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the device when manipulating soft tissue, bone, or hard objects. Misuse of this device may result in bent or broken distal tip or jaws. When passing suture multiple times always check the tip of the device for damage or debris between passes. Clear any visible debris between passes. Discontinue use if the device becomes damaged between passes. Clinical evaluation was completed and concluded that based on the information provided, all of the broken fragments were successfully removed using tweezers. Per report, the procedure was successfully completed without significant delay using a back-up device. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: excessive force; tissue thickness; damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.